Event description:
It was reported that the patient had her implantable neurostimulator (ins) off for about one week because she didn't always need it on. The patient had been feeling 'pins and needles' in her legs and back area. When the stimulation was on she would feel 'pins and needles' tingling down her back, but not down her leg. It was stated that the patient estimated that she would feel 'it' in her legs about a half hour after turn stimulation off. It was noted that different positions increase or decrease the tingling. When the patient was in an 'upright' position and leaned back the tingling got stronger. There were no falls or trauma before the tingling sensation began. The tingling sensation was 'quite uncomfortable' for the patient and she stated that 'it felt like when your leg falls asleep.' About one month later it was reported that the patient still had concerns about her device or therapy, but was working with her doctor or company representative. An appointment was scheduled for (B)(6) 2012. A month later it was reported that both of the patient's legs were tingling, specifically when sitting. The patient had met with her company representative 3 days previously and everything 'was supposed to be off.' The patient was instructed to keep things off, but to keep charging the ins. The programmer was showing the device to be 'on.' The patient was unsure how the ins was turned on. The patient turned the ins off and the tingling went away. It was stated that this was the second time this had happened, but the last time the stimulation was actually off. The patient had planned to meet with her health care provider again. No further information was provided. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).